Event description:
It was reported a patient was seen with high impedance. X-rays were taken for the patient and reviewed. Two lead discontinuities were visible on the patient's x-rays, one near the electrodes and one near the connector pin. The patient's leads were observed to be bundled and twisted, consistent with findings typically associated with twiddler's syndrome. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. The patient's physician indicated the patient's leads may have been broken due to the patient's twiddling. No surgical intervention has been taken to date. No other relevant information is available to date.

Event description:
It was reported the patient underwent lead revision to replace their fractured lead. The surgeon confirmed the patient twisted their leads to the point of breakage by twiddling. The patient's explanted lead was returned and has been received by the manufacturer. Product analysis for the returned leads is ongoing. No additional relevant information has been received to date.